Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: frozen for 5 minutes then a blue screen then shut off. The failure alleged in the complaint record was not confirmed duplicated during the product investigation. The probable root causes can be attributed to an application freeze leading to a bluescreen error and shutdown possibly due to the software application. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.